Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40's (mg/dl); cause was unknown. A treatment method was not provided; however, the customer reported the basal suspension feature turned on and suspended insulin delivery. Recommendation was made to consult with healthcare provider regarding diabetes management.